Event description:
It was reported that when an asymptomatic patient presented in-clinic for routine follow-up, non-sustained lead noise due to post-paced t-wave oversensing was observed. The patient did not receive inappropriate therapy. The oversensing was noted on a stored egm. It was recommended to reprogram the device.

Manufacturer narrative:
(B)(6).

Event description:
New information received states that patient presented in clinic for follow up when further episodes of post-paced t wave oversensing were observed. The device was reprogrammed. There were no adverse events for the patient.